Manufacturer narrative:
Date received by MFR: 13nov2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The field service engineer (fse) was able to duplicate the reported problem. The (fse) replaced the touch screen to address the reported problem.

Event description:
The customer reported that the touch screen won't function and does not calibrate. The customer reported that the unit was not in use on patient.